Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (intermittent power) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04-feb-2019 with the following findings: during investigation, the battery compartment was cracked with stripped battery cap threads. The battery cap was unable to fully secure. The alleged power losses and reboots were duplicated due to the cap detaching. A test battery cap was able to secure enough to power up the pump for investigation testing. All investigation testing was completed with the test battery cap. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.